Event description:
While using the trufill dcs syringe to detach the third coil, there was a crack sound from the wing and the syringe could not pressurize anymore. Another syringe was used and the coil was detached safely.

Manufacturer narrative:
In the same procedure, the orbit mini complex fill 2x2 coil did not be detached. The coil was delivered to the unk target lesion without any problems. The target vessel had moderate calcification and mild vessel tortuosity. The syringe pressure was increased to the green detachment zone without detachment. The alternative detachment method was then attempted without the coil detaching. There is no info regarding the use of the syringe. A dedicated saline source was used to fill the syringe. The coil was retrieved without consequence to the pt. The dcs syringe is not available for analysis and the DHR review for the dcs syringe is pending. The product is not available for analysis. The DHR review performed for the lot for the orbit indicates that the product was tested and inspected per established manufacturing requirements. This review revealed that the products met all requirements per the applicable manufacturing quality plan. The DHR review was extend to the coil assembly for this lot, which indicates that the product was tested and inspected per established manufacturing requirements. Based on the limited pt and procedural info and without the return of the product for analysis, no conclusion can be made regarding the reported failure of the orbit coil to detach.